Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was sensing noise. There were no plans to address the issue. There were no patient consequences and the patient will continue to be monitored.